Event description:
The customer contact reported air in the tubing distal to the pump. The pt was receiving 0.9% sodium chloride via the plumset. An unspecified concentration of leucovorin was being delivered via an unspecified secondary tubing set that was connected to the plumset's secondary port. After approximately 5 minutes in use, the nurse noted air in the tubing distal to the pump. Leakage was also noted at the connection between the distal tubing and the cassette. The infusion was stopped. The leucovorin container and the tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.